Manufacturer narrative:
(B)(4).trabecular metal femoral cone catalog 00545002235 lot 63071876; tibia catalog 00588000400 lot 63533049; tibial block augment catalog 00588000410 lot 63149029; left femur size e catalog 00588001501 lot 63037029; 13mm x 100mm stem extension catalog 00598801013 lot 63451511; stem extension offset catalog 00598802014 lot 63427424; distal femoral augment catalog 00599003510 lot 62564136; distal femoral augment catalog 00599003510 lot 63245910. (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent a knee revision procedure approximately three weeks post implantation due to infection. The tibial bearing was removed and replaced. No additional patient consequences were reported.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Device history record was reviewed and no discrepancies relevant to the reported event were found. Review of complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. There are warnings in the package insert that this type of event can occur and associated risks are addressed in risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.